Manufacturer narrative:
The device was not returned for review. The lot number is unknown. The device is used for treatment. Operative notes were not returned for review, but it was reported that there was wear of components after 20 years implanted. The implants used were verified for compatibility. Per associated labeling, no compatibility issues are noted. A definitive root cause of the reported wear cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to wear after 20 years.